Event description:
Have been using exact same brand with the same prescription of contacts for over a year. Got new boxes for the year and started using contacts from the new boxes on may 1. (Had used contacts from the prior boxes without issue immediately before this.) Immediately upon putting the new contacts in my eyes, it felt like there was something on the contact. I tried to rinse them and put them back in. Same sensation. Tried to keep them in, but my eyes got so irritated, red, and were burning that I couldn't keep them in all day. Tried soaking them in my usual saline solution overnight to see if the ph just needed adjusting, but had same problem the next day. Tried a different pair from the same boxes, and it felt the same. Very agitated. Hecc: 4803; 2146. Dpc: 2993. Reference report: mw5187787.